Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. Initial reporter name and address: (B)(6).

Event description:
The customer reported that troubleshooting revealed that a cracked tego was infiltrating the system with air, which caused ¿microbubble alarms" and eventually a ¿blood leak alarm." Once a new system was used, it was noted that the air appeared to be originating with the patient. Once discovered, the pump stopped, tegos changed again and the air resolved. No further alarms were noted. Since several tegos were used (3) it is difficult to determine which lot number was faulty, but all lot numbers were retained. There was no unexpected or prolonged care that happened and the invasive procedures are not applicable. There was 250 mls blood loss. There was patient involvement and there was no harm reported. This is the second of the 3 devices reported.